Event description:
Employee was in an area where cavicide was used to clean surfaces. Employee noted itching and rash on arms. Eighteen days later employee presented to employee health and the assessment was allergic or contact dermatitis secondary to cavicide was made by dr. Dr referred her to a dermatologist. Three days later, she was referred to dermatology. The dermatologist saw the pt and ordered a punch biopsy. Pt was referred to chairman of department of dermatology. His preliminary report is that this is erythema multi forma consistent with exposure to cavicide germicide. Please note cavicide active ingredient quaternanry ammonium chloride along with isopropyl alcohol and detergent. Employee has worked at the hosp since 1994. Action plan: cavacide is removed from facility. Housekeeping is required to sign off that this is not being used in the facility.